Event description:
The following has been reported: biomed reported pin in the cassette slot is not moving a preliminary review of the logs shows the following: mechanical hardware failure (av spring cage) an active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The pump was returned for investigation. Upon inspection, the initial error of spring cage was evaluated and the spring cage was confirmed to be rev c with no nonconformities. It was observed that the primary and secondary pins were not smoothly actuating, while the outlet actuating pin was stuck in the open position. Device was cleaned but still exhibited these failure conditions. Device was opened to inspect the fva assembly and found debris attached to pins. More debris was observed on the outlet actuating pin compared to the primary and secondary pins. Lip seals were inspected and found that debris was also present. Pins were cleaned and fva assembly was reinstalled to the device. After cleaning and the device was back together all pins were actuating normally, with the previously stuck open outlet pin now actuating open and close without any debris resistance. Known good set was installed to device and observed that all pins were properly actuating without producing any failures.